Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and procedural haemorrhage ('bleeding during essure procedure') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included overweight, anxiety and back disorder. Previously administered products included for an unreported indication: xanax, lunesta, naltrexone, zaloplon, meloxicam, dicyclomine, trazodone and buproprion hcl. Concurrent conditions included vulvovaginal candidiasis, paratubal cyst, vaginal discharge, vaginal dryness, burning sensation, back disorder, imbalance hormonal, salpingitis and ovarian cyst. Concomitant products included benzathine benzylpenicillin (penicillin g benzathine) for allergy, beta-lactamase sensitive penicillins for multiple allergies as well as alprazolam (xanax), bupropion hydrochloride (bupropion hcl), eszopiclone (lunesta), lamotrigine and naltrexone. In 2013, the patient was found to have weight increased ("weight gain / weight gain/ loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amnesia ("memory loss"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced depression ("depression / psychological or psychiatric problems: depression"), anxiety depression ("psychological or psychiatric problems: depression") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced irritable bowel syndrome ("gastrointestinal condition: ibs"). In 2016, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), mood swings ("hormonal changes: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy"), adnexa uteri pain ("ovaries pain"), asthenia ("loss of energy"), emotional disorder ("emotional issues"), insomnia ("insomnia"), post procedural discomfort ("minor discomfort during essure procedure"), anxiety ("feeling anxious at the woman¿s hospital"), blister ("little blister"), swelling ("swelling ") and cyst ("small cyst"). The patient was treated with surgery (to remove the essure implant, on-(B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural haemorrhage, weight increased, back pain, depression, menorrhagia, vaginal haemorrhage, dysmenorrhoea, mood swings, allergy to metals, anxiety depression, fatigue, irritable bowel syndrome, adnexa uteri pain, post procedural discomfort, amnesia, anxiety, blister, swelling and cyst outcome was unknown, the genital haemorrhage, alopecia and asthenia had resolved and the emotional disorder and insomnia was resolving. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, blister, cyst, depression, dysmenorrhoea, emotional disorder, fatigue, genital haemorrhage, insomnia, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, post procedural discomfort, procedural haemorrhage, swelling, vaginal haemorrhage, weight increased and anxiety depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea and feeling anxious at the woman¿s hospital, little blister , swelling, small cyst, can¿t even see my scar were reported via social media. Most recent follow-up information incorporated above includes: on 26-nov-2019: content from social media, new reporter,new event feeling anxious at the woman¿s hospital, little blister , swelling, small cyst, can¿t even see my scar were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and procedural haemorrhage ('bleeding during essure procedure') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included overweight, anxiety and back disorder. Previously administered products included for an unreported indication: xanax, lunesta, naltrexone, zaloplon, meloxicam, dicyclomine, trazodone and buproprion hcl. Concurrent conditions included vulvovaginal candidiasis, paratubal cyst, vaginal discharge, vaginal dryness, burning sensation, back disorder, imbalance hormonal, salpingitis and ovarian cyst. Concomitant products included benzathine benzylpenicillin (penicillin g benzathine) for allergy, beta-lactamase sensitive penicillins for multiple allergies as well as alprazolam (xanax), bupropion hydrochloride (bupropion hcl), eszopiclone (lunesta), lamotrigine and naltrexone. In 2013, the patient was found to have weight increased ("weight gain / weight gain/ loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amnesia ("memory loss"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced depression ("depression / psychological or psychiatric problems: depression"), anxiety depression ("psychological or psychiatric problems: depression") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced irritable bowel syndrome ("gastrointestinal condition: ibs"). In 2016, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), mood swings ("hormonal changes: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy"), adnexa uteri pain ("ovaries pain"), asthenia ("loss of energy"), emotional disorder ("emotional issues"), insomnia ("insomnia") and post procedural discomfort ("minor discomfort during essure procedure"). The patient was treated with surgery (to remove the essure implant, on-(B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural haemorrhage, weight increased, back pain, depression, menorrhagia, vaginal haemorrhage, dysmenorrhoea, mood swings, allergy to metals, anxiety depression, fatigue, irritable bowel syndrome, adnexa uteri pain, post procedural discomfort and amnesia outcome was unknown, the genital haemorrhage, alopecia and asthenia had resolved and the emotional disorder and insomnia was resolving. The reporter considered adnexa uteri pain, allergy to metals, alopecia, amnesia, asthenia, back pain, depression, dysmenorrhoea, emotional disorder, fatigue, genital haemorrhage, insomnia, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, post procedural discomfort, procedural haemorrhage, vaginal haemorrhage, weight increased and anxiety depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea". Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Reporter's information was added. Added event memory loss. Concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and procedural haemorrhage ("bleeding during essure procedure") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included overweight, anxiety and back disorder. Previously administered products included for an unreported indication: xanax, lunesta, naltrexone, zaloplon, meloxicam, dicyclomine, trazodone and buproprion hcl. In 2013, the patient experienced weight increased ("weight gain / weight gain/ loss (specify which one) weight gain"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced depression ("depression / psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: depression") and fatigue ("fatigue"). In 2015, the patient experienced irritable bowel syndrome ("gastrointestinal condition: ibs"). In 2016, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), mood swings ("hormonal changes: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy"), adnexa uteri pain ("ovaries pain"), asthenia ("loss of energy"), emotional disorder ("emotional issues"), insomnia ("insomnia") and post procedural discomfort ("minor discomfort during essure procedure"). The patient was treated with surgery (to remove the essure implant, on (B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, procedural haemorrhage, weight increased, back pain, depression, menorrhagia, vaginal haemorrhage, dysmenorrhoea, mood swings, allergy to metals, anxiety, fatigue, irritable bowel syndrome, adnexa uteri pain and post procedural discomfort outcome was unknown, the genital haemorrhage, alopecia and asthenia had resolved and the emotional disorder and insomnia was resolving. The reporter considered adnexa uteri pain, allergy to metals, alopecia, anxiety, asthenia, back pain, depression, dysmenorrhoea, emotional disorder, fatigue, genital haemorrhage, insomnia, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, post procedural discomfort, procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), hormonal changes: mood swings, allergic or hypersensitivity reaction type: metal allergy, fatigue, gastrointestinal condition: ibs, ovaries pain, loss of energy, emotional issues, insomnia, mild discomfort and bleeding during essure procedure. Events onset date was updated, reporter information, historical condition, historical drug was added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), back pain ("lower back pain"), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, back pain, depression and alopecia outcome was unknown. The reporter considered alopecia, back pain, depression, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.